Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information has already been reported in manufacturer report # 2182207-2025-02781: information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ed with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead fracture. The patient who was about to take an MRI scan had turned all the lead off because there seemed to be a fracture in all lead, and the patient said communication was not possible. A call was received from the laboratory technician asking whether imaging was possible. It would be a secondary measure. It was unknown if there were any environment, external, or patient factors that may have caused the event. No particular actions were taken to identify the cause of troubleshoot the defect. The issue was not resolved. No symptoms were reported. Any additional event information will be reported in this manufacturer report.

Manufacturer narrative:
H3 device evaluation: analysis of the lead found all conductors were electrically open and segmented within the lead body 40.5 cm from the proximal end. H6: please note that method code b21, result code c20, and conclusion code d16 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the device was explanted. Lead replacement resolved the issue. The replacement occurred on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, UDI#: g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impl anted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a disconnection of the lead implanted in the cervical spine. Originally, due to syringomyelia, the epidural space was very narrow, and lead placement to ok a long time. Since the lead was placed in the cervical region, the force applied when moving the neck may have contributed to the disconnection. The lead will be replaced on october 10. The issue has not resolved.